Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found that the station was turned off. The fse ran multiple tests to isolate the power issue and confirmed that the failure occurs with any drawer accessed, indicating that the problem is originating from the power supply itself. The fse powered on the station, and it started up normally. Further, the engineer inspected the pyxibus cable for any wear or damage, performed a final test on all drawers twice, once with the back panel off and once with the panel on, tested both remote managers, ran a power supply test, checked for any debris under all cubies, and found no problems. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced a black screen issue and did not power up. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.